Manufacturer narrative:
(B)(4). The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the sicu when inserting the ars/introducer needle into the patient's vein, blood was seen in the hub of the needle. However, when aspirating, the doctor could only withdraw air. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a leak in the ars (arrow raulerson syringe) was confirmed. One ars with a blue tip (chamfered) and one introducer needle with a clear hub were returned for evaluation. Upon visual examination both components appear typical with no damage or defect observed. During functional testing the plunger of the ars can be pulled back and pressed down without issue. An attempt to aspirate water was made both with and without the needle attached. When the needle was attached, there was no water aspirated into the syringe barrel with the plunger pulled back completely. When the needle was detached and just the syringe was used, the water only filled to the 1.2 ml line of the syringe barrel. Additional testing was performed to verify the leak is not coming from the needle. The needle was attached to both a lab inventory 10 ml luer-lock syringe and a lab inventory 10 ml luer-slip syringe. An attempt to aspirate water into both syringes was made. In both situations, the barrel of each syringe filled completely with water with no air bubbles visible. A vacuum leak test was then performed on the ars. With the plunger completely depressed into the barrel, the tip of the ars was occluded and the plunger was pulled back until it stopped. Other remarks: with the tip of the ars still occluded, the plunger was released, but it did not move. To pass the test the plunger needed to return to its original position due to the vacuum created in the barrel. The complaint sample failed the test indicating there is an air leak. A device history record review was completed on the ars and ars/introducer needle assembly with no relevant findings observed. Therefore, the probable cause is manufacturing related. Further investigation has been initiated for this complaint issue.